Event description:
Procedure type: low anterior resection. According to the reporter: the device did not deploy all staples for the anastomosis. Rest of anastomosis was hand sutured and temporary ileostomy was placed to the patient. No bleeding was reported but surgery time was delayed.

Manufacturer narrative:
Initial report sent: 04/30/2009.